Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient was hospitalized "urgently" after an unspecified process step with the amia device. The cause of the event and hospitalization was not reported. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.